Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 2000 mcg/ml for a total dose of 780 mcg/day via an implantable pump for movement disorders. It was reported the pump was alarming due to a pump motor stall. It was noted that the pump was interrogated and showed a motor stall. It was noted that surgical intervention occurred as the pump was replaced on (B)(6) 2019. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were unknown. The event date was (B)(6) 2019. It was later reported that he pump has been explanted and replaced on (B)(6) 2019, the explanted pump should be returned to rep to send back after their pathology lab has done what they need to do before they give it back to us. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative and confirmed with a healthcare professional (hcp) indicate the patient's weight was unknown. No further complications were reported/anticipated.